Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The physician reported that the hawkone was not capturing the plaque within the nose cone. Several passes were made successfully before this was noticed. The device was removed and the 6mm spider filter was removed. The filter was full. The physician used the pnumbra device to resolve a distal embolization. No adverse events noted after pnumbra was used and the procedure was complete. The physician stated that the device felt as if was not packing debris even though it was engaging the lesion. Evaluation of the returned spiderfx was completed february 16, 2016. The spider fx was returned inserted the blue retrieval catheter. Biological material was observed within the filter. The filter was unable to be pulled into the retrieval catheter due to the material within the filter. The material near the mouth of the filter was removed. Then the filter was able to be partially pulled into the retrieval catheter. Biological material was inside the distal portion of the filter. The spider filter was successfully able to capture plaque during the procedure. There was no indication the spider fx did not function as intended. It cannot be determined if any plaque was not captured by the spider filter, which escaped from the distal assembly of the hawkone (reference MDR 2183870-2016-00140).